Event description:
It was reported that an unspecified error message displayed on the patient's implantable cardioverter defibrillator (ICD). Programming changes were performed, and the patient's condition was not known.